Event description:
It was later reported that the nausea was related to the catheter. On (B)(6) 2013, the catheter on the spinal cord side was replaced. On the same day, the patient recovered. It was noted that, as the patient was capable of walking, the catheter fracture could not have been avoided.

Manufacturer narrative:
Concomitant products: product ID 8711, lot # n208162023, product type catheter. (B)(4).

Event description:
It was reported the patient experienced nausea and worsened spasticity around (B)(6) 2013. On (B)(6) 2013, the patient consulted digestive internal medicine to receive an examination for nausea. Fluoroscopy and a computerized tomography (CT) scan were performed. On (B)(6) 2013, the patient visited the hospital, required hospitalization, for worsened spasticity. A catheter fracture was confirmed in the patient¿s medical record in the past (the fluoroscopy and CT mentioned above). An x-ray study was also reported as performed. Further, the patient suffered from an underlying disease of spin cerebellar degeneration, with paraplegia of unknown cause and extrapyramidal symptoms; hence discussions will be made with the patient to decide whether to repair the site in concern. If repair surgery is implemented, it was to be scheduled for (B)(6). The relationship to the catheter and procedure was reported as unknown. There was no relationship to the pump or the programmer. The outcome on (B)(6) 2013 was reported as ¿not recovered.¿ this device system delivered gabalon.